Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back syndrome. It was reported that the patient's device was never able to capture their target pain. The patient stated that they were reprogrammed a couple of times, but could never capture the target area. The patient eventually turned the scs system off in 2005 and it has been off ever since. The patient was seeking an healthcare provider (hcp) regarding a potential system explant. Additional information received from the consumer. It was reported that the patient's device was implanted in 2003 and has not worked since 2005. They needed an MRI which couldn't be performed with their device implanted; they wanted to see what they had to do to get the device removed. No further complications reported.